Event description:
This is a report of a home patient that was diagnosed with peritonitis and subsequently passed away. The cause of peritonitis was unknown. The patient was being treated with vancomycin for the peritonitis in the solution bags (dose and frequency not reported). Prior to the patient's death the mother did not know if the peritonitis resolved. On the date the patient expired the patient's mother just completed performing a manual drain when her daughter began having difficulty breathing, had low pulse oximeter readings, and a low heart rate. The patient died shortly following the manual drain procedure and was not connected to the homechoice device at the time of death. The home patient's registered nurse reported the certificate of death stated the patient died of multi-system failure. The nurse could not confirm the cause of the peritonitis. The nurse would not provide any additional information as she stated it is against the pd clinics policy.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed because disposable set was not returned to baxter. The user did not describe any types of use errors or other issues that might have caused the reported event. A batch review was conducted on potentially associated lots (h12l07023 and h12k27031) and no issues were found related to the reported condition during the manufacture of those lots. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.